Event description:
A report from the USA said that the device, a emax 2 plus motor , "does not function". Details provided state that the pin came off. It is known that the device was not being used during surgery. It is unknown if any patient or user injuries or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device, a emax 2 plus motor, was not received by depuy synthes for evaluation. When received the device is to undergo evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).